Event description:
It was reported that during a follow up in clinic, the device was found to be operating in backup vvi mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.